Event description:
Info was received that reported a pt was hospitalized in 2006, due to hyperglycemia. It was reported that the pt's blood glucose began to rise the following day, after they performed as cartridge site, and set change. At bedtime, they had a blood glucose of 229. The next morning, they were at 446, by that afternoon, they were registering as "hi" and went to the hosp where they were admitted with a blood glucose of 467. The pt was treated with IV insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.